Event description:
The customer received a blood glucose reading of 267mg/dl on the contour next ez meter, re-tested on a contour meter and the reading was 98mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. No additional information could be obtained.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.